Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced a tip retaining clip in the reported problem area of the pipette assembly. The x-arm of the pipetter assembly was adjusted. Tip take-up was calibrated. The instrument was inspected, tested without further problem, and returned to service.